Manufacturer narrative:
Taper unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the report event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Doctor reported event of "sepsis" from journal article: "laparoscopic revision of gastric band surgery", anz j surg 80 (2010) 350-353. There is no additional info provided for individual events. During additional follow-up the physician stated, "most of these adverse outcomes were related to the inamed/allergan band..." Since we have been unable to obtain info as to which band was involved in which adverse event allergan will report all events because it is allergan's approach to compliance to resolve all doubt in favor of reporting.